Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance is affected. The user_s parents reported that they noticed a sudden loss of hearing performance in their child.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents noted that all of a sudden the user was not responding to sound with the device. There is no reported accident or trauma. The recipient will be re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Parents noted that all of a sudden the user was not responding to sound with the device. There was no reported accident or trauma. There was no redness or swelling around the implant site. There have been no reported health problems. Re-implantation will be performed but is not scheduled yet.